Event description:
Balloon ruptured below nominal pressure during case. No pt injury. No medical/surgical intervention required.

Manufacturer narrative:
The returned product analysis was conducted on 4/24/2008, after decontamination of the device for potential biohazard. A visual examination of the returned unit was performed, with unaided eye. There was no visible defect; all device components were intact with no breaks/kinks/deformation. The catheter was attached to a standard indeflator to simulate use. Instead of contrast media, water was used to inflate the balloon. The balloon was inflated to nominal pressure (8 atm). A pinhole in the balloon was observed above the distal marker band. The balloon was inflated and deflated multiple times, to nominal pressure. No other defect was observed during this evaluation.